Event description:
Vague report from baxter-mexico stating customer reported total infusion time was 16 hours not the expected 24 hours. No additional information available regarding identification of the drug involved, total concentration of the drug, diluent used, etc. No patient injury reported.